Manufacturer narrative:
Correction to upn from m001468660 to m001468520. Correction to catalog/model from 46-866 to 46-852. Updated: method codes and device evaluated by MFR. Device evaluated by MFR.: lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. The manufacturing batch record review for these lots confirmed that the devices met all material, assembly and performance specifications. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12471. It was reported that catheter entrapment on guidewire occurred. The 90% stenosed, 2.5x100mm target lesion was located in the calcified left tibial artery. After antegrade puncture, a 6fr non-bsc sheath was placed. Then a 2.5mm x 100mm x 90cm sterling balloon catheter was advance to the lesion over a v-18 controlwire guidewire. The balloon was inflated using an encore inflation device without problems. When the physician wanted to advance the balloon in order to dilate another stenosis, it wasn't possible either to place the wire farther or to advance or withdraw the balloon. The balloon catheter and the guidewire cannot be separated. The balloon was very rigid and remained inflated. Therefore, the entire system was removed together. The procedure was completed with other same devices. No patient complications were reported and the patient¿s status was ok.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12471. It was reported that catheter entrapment on guidewire occurred. The 90% stenosed, 2.5x100mm target lesion was located in the calcified left tibial artery. After antegrade puncture, a 6fr non-bsc sheath was placed. Then a 2.5mm x 100mm x 90cm sterling balloon catheter was advance to the lesion over a v-18 controlwire guidewire. The balloon was inflated using an encore inflation device without problems. When the physician wanted to advance the balloon in order to dilate another stenosis, it wasn't possible either to place the wire farther or to advance or withdraw the balloon. The balloon catheter and the guidewire cannot be separated. The balloon was very rigid and remained inflated. Therefore, the entire system was removed together. The procedure was completed with other same devices. No patient complications were reported and the patient¿s status was ok.

Manufacturer narrative:
Device evaluated by MFR: the device was returned inside of a sterling catheter. It was possible to remove the wire from the catheter. A visual inspection found that the polymer tip was detached. The detached section was not returned. The body is kinked approximately 9cm from the proximal end and another kink located approximately 197.8cm from the proximal end. The outer diameter of the mid and proximal wire were measured and found to meet specification. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12471. It was reported that catheter entrapment on guidewire occurred. The 90% stenosed, 2.5x100mm target lesion was located in the calcified left tibial artery. After antegrade puncture, a 6fr non-bsc sheath was placed. Then a 2.5mm x 100mm x 90cm sterling balloon catheter was advance to the lesion over a v-18 controlwire guidewire. The balloon was inflated using an encore inflation device without problems. When the physician wanted to advance the balloon in order to dilate another stenosis, it wasn't possible either to place the wire farther or to advance or withdraw the balloon. The balloon catheter and the guidewire cannot be separated. The balloon was very rigid and remained inflated. Therefore, the entire system was removed together. The procedure was completed with other same devices. No patient complications were reported and the patient¿s status was ok.